Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient was having a magnetic resonance imaging (MRI) related to the pump. It was noted the healthcare provider (hcp) thought that at the end of the catheter there was ¿coding, little droplets, bolus that stopped the flow from flowing properly." The pump was being used to deliver dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.